Manufacturer narrative:
A ge service representative performed an onsite investigation. The vcsi pcb connections were evaluated and repaired. The system was tested and found to be working as intended and returned to service. Unique identifier: (B)(4).

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.